Event description:
A (B)(6) female pt called zoll customer support to report that one of her batteries was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not holding charge) has been confirmed. Upon eval, pin 5 on the battery connector was bent. The root cause for the damaged pin could not be positively identified but was likely excessive force when inserting the battery into a monitor or charger. Additionally, liquid contamination was found inside the battery pack. The root cause of the contamination was liquid ingress. No adverse event resulted from the bent pin and liquid contamination. The pt received a replacement battery pack.